Event description:
No additional information.

Manufacturer narrative:
Corrected data: upon further investigation, it was determined that the handswitch breaking into two pieces is not a reportable event. Corrected data: d9, device not available.

Event description:
The manufacturer sales representative reported that the device broke in half during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences. The handle may break into small pieces, posing the risk of a small component becoming lost in a surgical site.

Manufacturer narrative:
A full UDI is not available due to missing serial number.